Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p4d0976). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic assisted laparoscopic nephrectomy, there were firing issues with the manual handle and reload while ligating the renal vein and artery. The manual handle and reload did not fire as intended. The surgeon was able to press the green safety button but could not squeeze the handle. To resolve the issue, hemolock clips were used. No patient complications have been reported as a result of this event.